Event description:
(B)(6), the ventilator had just returned from repair after being serviced in reno for a broken rear cover and the software was updated to 3.0.3 (cas-16491-m7c2p7) and when the facility went to turn the device on a high pitch alarm occurred and the screen was blank/black.this facility reported a problem on power up. They went to turn the device on ((B)(6) 2022) and a continuous high pitch alarm occurred and the display was blank/black. They powwered the device off by pressing and holding the power button for approximately 1 minute. I will email the logs. Thanks (B)(6).

Manufacturer narrative:
This issue is deemed a reportable event since the malfunction may lead to a delay of the therapy as the device has to be re-started. The root cause is a malfunction of the esm board. Within this investigation it has been confirmed that the device failed to meet its specifications at the time of the event. There was no patient or user harm. The allegation in this complaint was confirmed to be a complaint. No further investigation or correction will be performed except those mentioned above. In future hamilton medical ag will report an event similar to this issue as it will be deemed a reportable event.